Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information receive from the customer states that the scope was not used unclean on the patient. The customer states the "incorrect reprocessing" option was the only selection available. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of incorrect reprocessing, black image and communication error was confirmed. The service technician observed fluid invasion, no image and all switches were not working and sent the scope to aeration. Following aeration, the scope dried and the image was present. The device passed the fog test and all switches are functional. The cause can be attributed to user handling/technique. No further information was reported.

Event description:
The customer reported to olympus that in preparation for use, the device was incorrectly reprocessed and they received a communication error on the screen and a black screen.